Event description:
It was reported that during a normal cartridge change, a malfunction alarm occurred. The customer reverted to manual injections with a backup pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.